Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report chordae damage. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4+ mitral regurgitation (mr) with flail. During placement of the first clip, it became caught in the chordae. The clip was able to be freed, but it was noticed that there was a tear in the chordae. Imaging was poor as intracardiac echocardiography imaging was used instead of transthoracic echocardiography imaging. During preparation of another clip, the clip would not lower. The clip was not used. Two xtw clips were implanted covering the flail and chordae, reducing mr to grade 2-3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, a cause for the difficult to remove from the anatomy cannot be determined. The image resolution poor is related to procedural circumstances as imaging was reported to be suboptimal due to the type of imaging used. Unspecified tissue injury (tear in the chordae) appears to be related to the procedural circumstances of the clip becoming caught in the anatomy (difficult to remove). Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.